Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked battery tube threads noted during visual inspection.

Event description:
It was reported that the paramedics were called and customer was hospitalized due to high blood glucose and dka. The blood glucose reading at the time of hospitalization was 276 mg/dl. Caller stated that the customer had nausea and diarrhea prior to hospitalization. Nothing further was reported.